Manufacturer narrative:
This complaint was just recently discovered within the corporate office of (B)(4). (B)(4), and final integration of the (B)(4) complaint management system into the (B)(4) complaint management system has just been completed. Due to the age of this complaint, no additional information is available at this time.

Event description:
The model number for the cane is a784-11. My husband, (B)(6), has an appointment with an orthopedic surgeon on (B)(6) 2014. The fall resulted from the cane breaking, causing him to rupture a disk in his neck. Our regular doctor said he needs surgery or it will get much worse. When the cane broke he fell backwards as he did try to grab onto the door frame to keep from falling. He did not quite reach it to do so. He fell directly backwards and did raise his head slightly to avoid hitting his head. The impact was pretty hard. On the positive since he did raise his head a little there is not a head injury.

Manufacturer narrative:
Corrected manufacturer name

Event description:
Corrected report.